Event description:
When arthrocare turbovac being used in pt's right shoulder, metal ring at end of instrument came off in pt's right shoulder. Attempts were made to retieve by md; unable to locate piece. Too microscopic to show up on x-ray. Surgeon will follow pt in office.